Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned with no complaint report event. As received, a complete lead was returned in one piece for analysis. Electrical testing found internal shorts between conductors due to the twisted coils consistent with procedural damage. Visual analysis found procedural damage to the outer insulation was noted at 7.1, 18.2, 22.7, 24.6, 27.1, and 70.8 cm from the connector pin. Full breach insulation degradation was noted at 4.6cm from the connector pin exposing the outer coil adjacent to the connector boot. The outer insulation and the inner insulation were cut and separated at 32.1cm to 67.2cm from the connector pin, which exposed the outer and inner coils. No other anomalies were found.